Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73e1500260 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time.

Event description:
The device misfired during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned two units of 543965 auto endo5 ml for investigation. The returned samples were visually examined with and without magnification. Visual examination of both samples revealed that both samples appear typical. No defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on both samples by attempting to engage the trigger using hand pressure. On the first sample, upon engagement of the trigger, a ratchet sound could be heard indicating that the internal ratchet ears are intact. One clip properly loaded into the jaws of the applier and was able to close and release. This process was repeated onto overstressed surgical tubing. Two clips were properly applied onto the tubing. There are no functional issues found with the first sample. The first sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. On the second sample, upon engagement of the trigger no ratchet sound could be heard indicating that the internal ratchet ears are broken. One clip was able to properly load into the applier and close. Only one clip was remaining in the cartridge indicating that 14 clips were fired by the end user. No other. Other remarks: defects or anomalies were observed. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint a misfire was confirmed based upon the sample received. Two devices returned. One device functioned with no problem found. However, the second returned applier was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage

Event description:
The device misfired during use. The patient's condition was reported as fine.